Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 450 mg/dl. The patient did not yet treat by the time of call. During troubleshooting the customer discovered a bent infusion set cannula. The insulin pump was not returned for analysis.